Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s device was ¿not functioning well¿/¿not functioning properly¿ and would like to meet with the manufacturer¿s representative for the issue. The patient mentioned that the device ¿never was adjusted quite right¿. There were no further complications reported or anticipated.